Event description:
It was reported that the device was fractured. The 85% stenosed target lesion area was located in the moderately tortuous and moderately calcified 28mmx3.5mm left anterior descending artery. A guidezilla catheter guide extension was selected for use. During procedure, it was noted that the device was fractured inside the patient. The device was simply pulled out from he patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient is stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension guide catheter in two pieces. The device was bloody. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the collar / shaft area, and there were numerous kinks in the hypotube . Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a device fracture occurred. The 28mmx3.5mm 85% stenosed target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 145 5 in 6 guidezilla catheter guide extension was selected for use. During the procedure, it was noted that the device fractured inside the patient. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is stable post procedure.

Manufacturer narrative:
D4. Device batch/lot no. Corrected from 24715997 to 24197013.

Event description:
It was reported that the device was fractured. The 85% stenosed target lesion area was located in the moderately tortuous and moderately calcified 28mmx3.5mm left anterior descending artery. A guidezilla catheter guide extension was selected for use. During procedure, it was noted that the device was fractured inside the patient. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient is stable post procedure.